Event description:
Broken claw knob/ cracked. Carriage assembly- tube drive bent. Barrel clamp assembly- cracked. Syringe top disk holder- cracked. Housing- cracked. Knob actuator- cracked. There was no patient involvement. (B)(4).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was previously returned for issues unrelated to the reported complaint or service history. The database showed quality notification #200203027 was opened for the device without correlation to the reported complaint. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4).